Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the user experienced ongoing elevated blood glucose (bg) levels of up to 324 mg/dl. The user addressed bg level with manual injections. The suspected cause of the bg level was possibly due to the user being insulin resistant.